Event description:
Information was received indicating that a smiths cadd® extension set leaked. The pump was used to infuse veletri. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in used condition without its original packaging. Visual inspection showed no discrepancies. Functional testing involved leak testing and no leaks were detected. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.